Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side device rupture. Healthcare professional later reported bacterial infection in operative report. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Bacterial infection: unable to observe since it is not related to the device. Anxiety - product/ procedure: unable to observe since it is not related to the device. Crease/folding of implant: unable to observe as it is a medical event that is not related to the device. Cyst(s): unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side device rupture, capsular fibrosis baker grade IV, recall, and patient 'felt that something was wrong'. Healthcare professional later reported "intact allergan silicone implant". The device has been explanted. Rupture was confirmed to not have occurred, therefore this event will be unreported.

Event description:
Healthcare professional reported left side device rupture. The status of the device is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b6, d1, d2a, d2b, d4, g4, h4, h6.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. The remains implanted.

Event description:
Healthcare professional reported left side device rupture. The status of the device is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side device rupture. The status of the device is unknown.

Event description:
Healthcare professional reported left side device rupture, capsular fibrosis baker grade IV, recall, and patient 'felt that something was wrong'. Healthcare professional later reported "intact allergan silicone implant". The device has been explanted. Rupture was confirmed to not have occurred, therefore this event will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. Crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. Cyst(s): unable to observe through visual inspection as it is a physiological phenomenon. Bacterial infection: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.